Manufacturer narrative:
Lot/serial no. - updated. Manufacturer and expiration date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the device was severely stretched and fractured from 19cm from the distal end. The catheter shaft was kinked at 12mm from the distal tip. Blood was observed within the hub of and blood exited from the catheter during flushing. A patency mandrel was unable to advance due to solidified blood within the catheter shaft. It is probable that the device was somehow damaged within the neuromax, causing the as reported event. Blood was noted within the catheter shaft, which may indicate a lack of continuous flush, however this cannot be definitively determined. Based on the information available and device analysis, it is possible that procedure factors limited the performance of the distal access catheter during use with the competitor catheter; therefore, assignable cause of operational context was assigned.

Event description:
It was reported that the subject device " sheered in half" in the not-stryker catheter. No further information was provided.

Event description:
It was reported that the subject device " sheered in half" in the not-stryker catheter. No further information was provided.